Event description:
An aeris pressure wire was used to determine the degree of stenosis for an offending lesion in cardiovascular intervetnional radiology. The initial wire used failed despite proper setup and trouble shooting. A second wire functioned properly and the procedure was comleted without incident.